Event description:
Report rec'd from abbott international affiliate of an overdelivery. The report states: "...pump overdelivered pethidine (meperidine), 300 mg in 6 hrs instead of 120 mg... Pump was set at 20.0mg/hr with a drug concentration of 10 mg/ml. The pump delivered the entire syringe in 6 hours. Cumulative dose [display indicated] reflected that 120 mg had been delivered, not the 300 mg that had gone through. Pump was running in continuous mode with no 4 hr dose limit. The pump was running epidurally and the pt wasn't affected. Trouble with the pump occurred after the third syringe was put into pump during the course of the treatment. The pump alarmed empty syringe..." This is all the info that is currently available.